Manufacturer narrative:
The non- reactive elecsys anti-hcv ii results were considered to be correct as they were confirmed by testing on another cobas e411, and the hcv pcr result was negative. A reagent issue was excluded and the reagent performed within specification.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. The customer tested four donor serum samples on elisa (tulip kit), which were anti-hcv reactive. The customer then repeated the four donor samples on the cobas e411. All were hbsag reactive but anti-hcv non-reactive. The donor samples were checked for the hbv dna confirmatory test on cobas 5800, all gave target not detected results. Refer to the attachment to the medwatch for specific patient data. This medwatch is for the elecsys anti-hcv ii assay. Refer to the medwatch with a1 patient identifier (B)(6) for the elecsys hbsag ii assay.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.